Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the steering issue which has potential to cause or contribute to patient injury. It was reported that during a mitraclip implantation procedure, while attempting to position the clip over the mitral valve, the clip became entangled in chordae, but was able to be released using standard troubleshooting maneuvers. After the third time, the clip delivery system (cds) did not appear to steer correctly. The cds was removed from the anatomy and it was noted that the polyester cover remained intact, but seemed to have pulled away a little bit from the clip. It was suspected that the polyester damage occurred during the chordal entanglement. There were no adverse patient effects. Two mitraclips were successfully implanted reducing mitral regurgitation (mr) from grade 4 to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported difficulty positioning and irregular appearance were confirmed. The reported physical resistance could not be replicated in a testing environment. The investigation was unable to determine a definitive cause for the clip caught on chordae; however, the reported difficulty positioning and irregular appearance were determined to be a result of the clip caught on chordae. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.